Event description:
Patient reported that they visited their dentist who advised them that wearing the aligners is not best. Asked patient to provided a letter of recommendation from the visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.